Event description:
A pt underwent a radical prostatectomy procedure in 2003. After the procedure was successfully completed internal bleeding occurred. Pt was treated for blood loss and internal bleeding. Physician irrigated clots out. No other info is available.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and co is not able to determine if the device met specification.